Event description:
The complainant has reported that a male pt (age and gender unk), underwent a therapeutic pyloric hemostasis procedure for treatment. Due to the manipulation of the resolution clip device by the clinician, the device prematurely deployed. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Wer are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.